Event description:
Discordant advia 1650 sodium results were obtained on two patient samples. The results were held in centralink for review. They were not reported. The operator reran the samples and the rerun results were reported. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1650 sodium results.

Event description:
Discordant advia 1650 sodium results were obtained on two patient samples. The results were held in centralink for review. They were not reported. The operator reran the samples and the rerun results were reported. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1650 sodium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse replaced the sodium electrode. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse replaced the sodium electrode. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia 1650 sodium results were obtained on two patient samples. The results were held in centralink for review. They were not reported. The operator reran the samples and the rerun results were reported. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1650 sodium results.

Event description:
Discordant advia 1650 sodium results were obtained on two patient samples. The results were held in centralink for review. They were not reported. The operator reran the samples and the rerun results were reported. There are no reports of patient intervention or adverse health consequences due to the discrepant advia 1650 sodium results.